Event description:
New information received noted the patient presented remotely via merlin.net where the lead noise was observed. A break in insulation was observed via visual examination.

Event description:
It was reported the patient presented with a right ventricular (rv) lead that exhibited noise and an issue with insulation. The lead was capped and replaced 23 may 2024. The patient was in stable condition.